Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h13g11099 with no issues noted during the manufacturing process. There was an exception noted for this batch but does not indicate any issues related to the reported condition. Batch review results are acceptable no further evaluation required. A review of all batch record documents was performed for h12f26065, h12i27059 and h12l07031 with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).